Event description:
The patient lost her patient programmer, was unable to recharge her neurostimulator and lost stimulation sensation. The patient experienced stimulation in the wrong location. The manufacturer's field representative attempted to get a replacement programmer. The patient underwent revision surgery and the leads were replaced. After surgery it was reported that she had stimulation where she needed it.

Manufacturer narrative:
.